Manufacturer narrative:
Suspected medical device model# apb-2.5-6-3d-es, lot# a606942 mfg date: 2018-03-03, exp: 2021-03-02 model# apb-2-4-3d-es, lot# a693652 mfg date: 2018-08-16, exp: 2021-08-15 as received, two axium prime coils were returned together in one packaging. The first axium prime coil was found to be damaged and s tretched with the polypropylene filament intact. The introducer sheath was found to be flattened from the distal end. The first axium prime coil could not be retracted back into the introducer sheath as resistance was encountered at the flattened section. The second axium prime pushwire was found to be kinked from the proximal end. The second axium prime implant coil was found to be damaged and stretched with the polypropylene filament broken. The second axium prime coil could not be retracted back into the introducer sheath as resistance was encountered at the kinked section. The second axium prime implant coil tip was broke and missing,. The two axium prime coils were returned together within the same packaging and there were no identifying markers to differentiate the two. In addition, both coil part numbers have identical specifications except for three: coil length, first loop and sphere measurements. However, due to damage and stretching of both axium prime implant coils, it is impossible to measure any of those dimensions, so it is impossible to tell which unit belongs to which lot number. Based on the returned device analysis we were unable to determined the cause of coil distal tip broke and missing. There were no reported issues pushing the concerto implant coils from within the introducer sheath during preparation per IFU. Therefore, it is possible the two implant coils became damaged when withdrawing the coil following hydration or due to improper hubbing technique (over tightening) subsequently causing the implant coil to become stuck. As the axium prime implant coils was returned outside of their protective introducer sheaths, it is also possible the damage to the axium prime implant coils and the introducer sheaths could have occurred during return to medtronic for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three coils had problems with the introducer sheaths being stuck in the sl10 microcatheter. Resistance encountered may be at the middle part in the sheath. The whole sheath of each coil was inserted into the microcatheter and then could not be removed from the microcatheter. A new device was used with no problems. No injury was reported to the patient as a result of the event. Evaluation of the returned device found that the implant coil distal tip broke and missing.